Event description:
Bayer case number: (B)(4). Diffuse itching [pruritus]. Tendon pain [tendon pain]. Muscle pain with burning sensation [muscle burning sensation]. Extreme fatigue [fatigue extreme]. Fibromyalgia [fibromyalgia]. Gastric pain [gastric pain]. False urinary infection [urinary infection]. Sleep disorder [sleep disorder]. Headaches [headache]. Dizziness [dizziness]. Throat discomfort [throat discomfort]. Memory disturbance [memory disturbance]. Concentration problem [concentration impairment]. Difficulty finding words [word finding difficulty]. Gingivitis [gingivitis]. Sight disorder [visual disturbance]. Dry eyes [dry eyes]. Burning eyes [burning eyes]. Joint pain [joint pain]. Muscle stiffness [muscle stiffness]. Difficulty holding a telephone or an umbrella [activities of daily living impaired]. Shingles [shingles]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("diffuse itching") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015, she experienced pruritus (seriousness criterion intervention required), tendon pain ("tendon pain"), myalgia ("muscle pain with burning sensation"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), urinary tract infection ("false urinary infection"), sleep disorder ("sleep disorder"), headache ("headaches"), dizziness ("dizziness"), oropharyngeal discomfort ("throat discomfort"), memory impairment ("memory disturbance"), disturbance in attention ("concentration problem"), aphasia ("difficulty finding words"), gingivitis ("gingivitis"), visual impairment ("sight disorder"), dry eye ("dry eyes"), eye irritation ("burning eyes"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), loss of personal independence in daily activities ("difficulty holding a telephone or an umbrella") and herpes zoster ("shingles"). The patient will be treated with surgery (surgery to remove essure is scheduled on (B)(6) 2025). At the time of the report, the pruritus, abdominal pain upper, urinary tract infection, sleep disorder, headache, dizziness, oropharyngeal discomfort, memory impairment, disturbance in attention, aphasia, gingivitis, visual impairment, dry eye, eye irritation, arthralgia, musculoskeletal stiffness, loss of personal independence in daily activities and herpes zoster had not resolved. The outcomes for tendon pain, myalgia, fatigue and fibromyalgia were unknown. The reporter considered abdominal pain upper, aphasia, arthralgia, disturbance in attention, dizziness, dry eye, eye irritation, fatigue, fibromyalgia, gingivitis, headache, herpes zoster, loss of personal independence in daily activities, memory impairment, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, pruritus, sleep disorder, tendon pain, urinary tract infection and visual impairment to be related to essure administration. The reporter commented: muscle and tendon pain with burning sensation and extreme fatigue, after multiple examinations (cancer, thyroid, lyme disease, pre-menopause) it was concluded that it was fibromyalgia. Comments: I discovered the effects of essure implants following a video on social media (no one had made the connection between my symptoms and the implants); the implants will be removed on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) diffuse itching [pruritus] , tendon pain [tendon pain] muscle pain with burning sensation [muscle burning sensation] , extreme fatigue [fatigue extreme] , fibromyalgia [fibromyalgia] , gastric pain [gastric pain] , false urinary infection [urinary infection] , sleep disorder [sleep disorder] , headaches [headache] , dizziness [dizziness] , throat discomfort [throat discomfort] , memory disturbance [memory disturbance] , concentration problem [concentration impairment] , difficulty finding words [word finding difficulty] , gingivitis [gingivitis] , sight disorder [visual disturbance] , dry eyes [dry eyes] , burning eyes [burning eyes] , joint pain [joint pain] , muscle stiffness [muscle stiffness] , difficulty holding a telephone or an umbrella [activities of daily living impaired] , shingles [shingles] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-sep-2025. The most recent information was received on 05-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("diffuse itching") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On 01-jan-2015 she experienced pruritus (seriousness criterion intervention required), tendon pain ("tendon pain"), myalgia ("muscle pain with burning sensation"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), urinary tract infection ("false urinary infection"), sleep disorder ("sleep disorder"), headache ("headaches"), dizziness ("dizziness"), oropharyngeal discomfort ("throat discomfort"), memory impairment ("memory disturbance"), disturbance in attention ("concentration problem"), aphasia ("difficulty finding words"), gingivitis ("gingivitis"), visual impairment ("sight disorder"), dry eye ("dry eyes"), eye irritation ("burning eyes"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), loss of personal independence in daily activities ("difficulty holding a telephone or an umbrella") and herpes zoster ("shingles"). The patient was treated with surgery (to remove essure scheduled on (B)(6) 2025). At the time of the report, the pruritus, abdominal pain upper, urinary tract infection, sleep disorder, headache, dizziness, oropharyngeal discomfort, memory impairment, disturbance in attention, aphasia, gingivitis, visual impairment, dry eye, eye irritation, arthralgia, musculoskeletal stiffness, loss of personal independence in daily activities and herpes zoster had not resolved. The outcomes for tendon pain, myalgia, fatigue and fibromyalgia were unknown. The reporter considered abdominal pain upper, aphasia, arthralgia, disturbance in attention, dizziness, dry eye, eye irritation, fatigue, fibromyalgia, gingivitis, headache, herpes zoster, loss of personal independence in daily activities, memory impairment, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, pruritus, sleep disorder, tendon pain, urinary tract infection and visual impairment to be related to essure administration. The reporter commented: muscle and tendon pain with burning sensation and extreme fatigue, after multiple examinations (cancer, thyroid, lyme disease, pre-menopause...) It was concluded that it was fibromyalgia. Comments: I discovered the effects of essure implants following a video on social media (no one had made the connection between my symptoms and the implants); the implants will be removed on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. The following amendment was made: internal correction: upon internal review country is updated to france from cambodia. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) diffuse itching [pruritus] tendon pain [tendon pain] muscle pain with burning sensation [muscle burning sensation] extreme fatigue [fatigue extreme] fibromyalgia [fibromyalgia] gastric pain [gastric pain] false urinary infection [urinary infection] sleep disorder [sleep disorder] headaches [headache] dizziness [dizziness] throat discomfort [throat discomfort] memory disturbance [memory disturbance] concentration problem [concentration impairment] difficulty finding words [word finding difficulty] gingivitis [gingivitis] sight disorder [visual disturbance] dry eyes [dry eyes] burning eyes [burning eyes] joint pain [joint pain] muscle stiffness [muscle stiffness] difficulty holding a telephone or an umbrella [activities of daily living impaired] shingles [shingles] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-sep-2025. The most recent information was received on 31-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("diffuse itching") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015 she experienced pruritus (seriousness criterion intervention required), tendon pain ("tendon pain"), myalgia ("muscle pain with burning sensation"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), urinary tract infection ("false urinary infection"), sleep disorder ("sleep disorder"), headache ("headaches"), dizziness ("dizziness"), oropharyngeal discomfort ("throat discomfort"), memory impairment ("memory disturbance"), disturbance in attention ("concentration problem"), aphasia ("difficulty finding words"), gingivitis ("gingivitis"), visual impairment ("sight disorder"), dry eye ("dry eyes"), eye irritation ("burning eyes"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), loss of personal independence in daily activities ("difficulty holding a telephone or an umbrella") and herpes zoster ("shingles"). The patient was treated with surgery (to remove essure scheduled on 18 september 2025). At the time of the report, the pruritus, abdominal pain upper, urinary tract infection, sleep disorder, headache, dizziness, oropharyngeal discomfort, memory impairment, disturbance in attention, aphasia, gingivitis, visual impairment, dry eye, eye irritation, arthralgia, musculoskeletal stiffness, loss of personal independence in daily activities and herpes zoster had not resolved. The outcomes for tendon pain, myalgia, fatigue and fibromyalgia were unknown. The reporter considered abdominal pain upper, aphasia, arthralgia, disturbance in attention, dizziness, dry eye, eye irritation, fatigue, fibromyalgia, gingivitis, headache, herpes zoster, loss of personal independence in daily activities, memory impairment, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, pruritus, sleep disorder, tendon pain, urinary tract infection and visual impairment to be related to essure administration. The reporter commented: muscle and tendon pain with burning sensation and extreme fatigue, after multiple examinations (cancer, thyroid, lyme disease, pre-menopause...) It was concluded that it was fibromyalgia. Comments: I discovered the effects of essure implants following a video on social media (no one had made the connection between my symptoms and the implants); the implants will be removed on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.